Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor was working well when connected to 290 scopes but had no image when connected to 260 scopes. The issue was found during preparation before use. The issue was completed using a similar device. There were no reports of patient harm.